Manufacturer narrative:
(B)(4). Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The shaft is buckled 4mm from the bi-component weld. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The nc emerge device inflated with no damage to the balloon; however water leaked from the tip. Further examination revealed a puncture hole in the shaft where the shaft is buckled 4mm from the bi-component weld that is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 13-dec-2017. It was reported that balloon damaged occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left main artery. After a guide wire crossed the lesion, pre dilation was performed with a non-bsc balloon catheter. A stent was then deployed. A 6.00mm x 12mm nc emerge® balloon catheter was then advanced for post dilation; however, the balloon was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft hole.